Manufacturer narrative:
(B)(4). No product yet returned.

Event description:
Consumer complaint for high blood results. The customer stores their supplies in the original vial and confirms that the vial is kept closed at all times at room temperature in their living room. Assisted the customer with a back to back blood test, 363mg/dl 7:45pm (B)(6) and 279mg/dl 7:46pm (B)(6). Expected blood results ranges from 120mg/dl or below- fasting. The customer was unable to access their meters memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Correction of 510(k) k090495.

Event description:
Consumer complaint for high blood results. The customer stores their supplies in the original vial and confirms that the vial is kept closed at all times at room temperature in their living room. Assisted the customer with a back to back blood test, 363mg/dl 7:45pm (B)(6) and 279mg/dl 7:46pm (B)(6). Expected blood results ranges from 120mg/dl or below- fasting. The customer was unable to access their meters memory. No adverse event reported.